Manufacturer narrative:
The probe was returned for analysis. Functional testing confirmed that the probe was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issue with a lumbar probe being bent. It was noted that the probe could still pass verification and that it did not spin in the navlock. There was no reported delay and no reported impact to patient impact.